Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion (plif) surgery at l4-l5-s1 (2-levels), a few years ago. Post-operatively, on an unknown date, the right s1 pedicle screw was found deviated and it touched the nerve root. Reportedly, patient developed neurological symptoms and lower limbs pain. As a result, patient underwent revision surgery, in which the deviated screw was explanted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.